Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem of "frozen/does not function: was confirmed. The bearings of the attachment exhibited extreme corrosion. This condition is indicative of improper or ineffective cleaning and maintenance of the device. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was frozen and did not function during surgery. No injury occurred. It is unk if surgical delay or medical intervention occurred. The date of event is unk. There is no additional info provided.